Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in the hospital for an unknown reason. The patient's blood glucose levels, symptoms, treatment and length of stay were not provided. It was also reported that the controller app was crashing, and the bluetooth would say it was off, but the patient stated that it was on. We were unable to follow up for additional information due to the patient not providing phi/hipaa contact information.